Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. There was no adverse impact to customer's blood glucose level. No additional patient or event information was available.

Manufacturer narrative:
On 17 may 2022, the distributor reported the additional information: a pump evaluation was performed and it was determined that the pump did not experience fast battery depletion. The issue was verified to be multiple power source alerts. The pump successfully began charging after leaving the pump plugged into the power source. The pump functioned as intended. (Remove 2885). (Remove 2885).